Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. Did the reported issue contribute to any patient adverse consequences? - could you please elaborate further on the issue reported with the product? --please refer to the event description, other information requested is unknown. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. --no device can be returned currently. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2026 and suture was used. During the procedure, during the surgery, the surgeon used a needle holder to clamp the needle and then entered the abdominal cavity through a laparoscopic puncture device for tissue suturing. However, the needle and suture broke, and the needle and suture were immediately removed from the puncture device upon discovery. Check that both the needle and suture are intact. Not used on patients. Later, a new needle was replaced and used normally. No adverse patient consequences were reported. Additional information was requested.